Manufacturer narrative:
The vessel sealer extend instrument has not been returned for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted left colectomy procedure, a white foreign body appeared at the clamp joint of the vessel sealer extend instrument. The foreign body, described as somewhat thick and fatty, fell inside the patient. It is unknown if the foreign body was retrieved.

Manufacturer narrative:
Updated fields: h2, h6, and h11. Additional information: a review of an image provided by the customer shows the white substance reported is the krytox lubricant used during vessel sealer extend (vse) instrument assembly at the distal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend instrument was inspected upon opening with nothing unusual noted at first glance. The surgical procedure being performed when the white substance dispersed inside the patient was tissue dissection, but the exact timeframe of when the problem was discovered is unknown. The surgeon did not notice any functional problems during the procedure. While deposits dispersed within the patient were removed, it is uncertain if all were recovered. No additional surgery was required to remove them, and no post-operative tests such as x-rays or ultrasounds were performed. The patient did not return to the hospital due to post-operative complications related to foreign body retention, as far as is known. The procedure was completed robotically as planned. The problem caused a delay of less than 15 minutes and was resolved by cleaning the instrument as much as possible, with the surgeon opting not to open a new instrument due to cost considerations and the operating time at that point, as it was possible to finish without this instrument.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument for failure analysis evaluation. A visual inspection displayed no signs of physical damage. The vse instrument is lubricated with krytox between the inner/outer running surfaces of the jaw tangs and clevis slots. The lubrication is not excessive and is considered an expected condition. There was no problem detected. The instrument was also found to have a bent main tube. The bending damage is located at the middle of the main tube.

Event description:
Refer to h11 for follow-up information.